Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. A couple hours after the implant it was noted the patient was in atrial fibrillation. Further, the team was unable to doppler pulses; the patient had low pulsatility. Positioning was check and noted the impella free floating in mid left ventricular, free of the mitral valve. The patient was prepped and transferred to another facility and cannulated for extracorporeal membrane oxygenation (ECMO) upon arrival. Hemodynamics stabilized upon initiation; however, the patient was severely hypoperfused on the impella cp prior to cannulation with mean arterial pressure of 40 on impella p-8 support level. The left femoral impella cp access was utilized for ECMO arterial cannula due to the occluded right superficial femoral artery stent and distal perfusion sheath placed to perfused to the left leg around the ECMO cannula. The impella cp device was explanted and escalation to an impella 5.5 was discussed as a de-escalation strategy from va ECMO if the patient recovered. The patient was noted to have survived the impella cp device explant; however, the status of the patient following the event was unknown.